Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when creating a colorectal end-to-end anastomoses in an open low anterior resection, hartmann procedure and re-anastomise colon, the stapler was firing normally until after one full turn where the device blocked. The device was not moved at the same time it was attempted to open, its twist knob did not turn two full times and the anvil did not fully titled. Its jaws was unable/ difficult to open and was unable to be removed from the tissue and cavity, force was used to remove it causing the anastomosis to partially open. Tissue damage was also noted which was caused by incomplete staple line. The surgical time was extended for 30 minutes or more, and one part of the anastomosis was closed with hand stitching. A rectoscopy and water check showed a complete anastomosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that an instrument was sealed with appropriate packaging while the other one was opened with biological material and the anvil attached to it. Visual inspection of the opened instrument showed the anvil head to be partially open and none of the green bar was visible. Further inspection noted that the cam pin was disengaged from the spiral cam. The cam pin exhibited damage to the tip. Additionally, the anvil shaft had partial disengagement from the cam band causing the excessive load on the spiral cam. Functionally, the wing nut spun freely with no movement of the anvil as the cam pin was disengaged from the cam spiral. The sealed instrument was opened, loaded, clamped on "over indicated" foam and fired. This instrument showed no visual or functional abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the noted damage to the tip of the cam pin may occur due to high loading force as a result of firing in excessive tissue. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.